Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The vessel sealer extend instrument was analyzed and found the bearing was attached to the magnet inside of the housing. As a result of the dislodged bearing the yaw input disk was not stable and caused imprecise motion when operating the instrument. No failures were found in the instrument logs. Additionally, the instrument exhibited imprecise motion pitch/yaw/direction(s) during gripping and un-gripping. The grip tips moved within the joint limits and in the commanded direction, however a lag or delay in the motion was observed. The instrument main tube was found bent. The bending damage is located at the distal end of the main tube. The complaint was confirmed by failure analysis.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the vessel sealer extend (vse) instrument did not move the way the customer wanted it to move. Following this, the user continued and completed the procedure with no further issues reported. No fragment fell into the patient. No known impact or patient consequence was reported. Isi followed up with the initial reporter and obtained the following additional information: the device was inspected prior to use and there was no damage or anything out of the ordinary. The instrument moved in the wrong direction. The issue occurred with the surgeon¿s head inside the surgeon console¿s high-resolution stereo viewer while the surgeon was attempting to manipulate instruments from the surgeon console. The failure was not related to an inability to move the instrument at all. The movements of the surgeon scale were appropriate to the instrument. The instrument did not move in the intended direction. The intended direction was up, and the observed instrument direction was down. The timing of the instrument movement was appropriate. There was no shakiness and/or friction experienced/observed. It was unknown if the issue was persistent since the instruments were removed immediately when the issue occurred. A backup of the same kind of instrument was used to resolve the issue. No injury to the patient was reported.